Event description:
The patient had a bilateral breast augmentation in (B)(6) 2016; the patient returned to surgery for explant and exchange of left breast implant for failure of device/implant two weeks later. Manufacturer response for breast implantable, (brand not provided) (per site reporter): manufacturer gave mail package and instructions for mailing equipment back.